Event description:
We ordered and rec'd two new steris system 1e liquid chemical sterilant processors, which arrived on (B)(6) 2011. We arranged for a steris install technician to de-install two old system 1 processors and install the two new system 1e processors. On approx (B)(6) 2011, the first new system 1e processor did not function properly when installed. Apparently, there is an issue at elevation (we are at approx 7522 ft) that results in the air compressor not being able to generate adequate psi. Steris brought in a second compressor, installed it in the new system 1e processor and it likewise failed to produce adequate psi. We had them de-install the new system 1e and their engineers have not yet been able to resolve the problem.